Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2013-96694.

Event description:
Customer's mother called to report a hospitalization due to high blood glucose. The blood glucose reading is over 500 mg/dl. Caller stated that the reservoir was leaking at the connector. Customer was vomiting and dehydrated. Diagnosed diabetic ketoacidosis. Hospital admitted the customer. Nothing further reported.